Event description:
Caller reported that their tandem mobi pump would not turn on, and after following initial troubleshooting steps, it was discovered that the pump lights flashed only when placed on the charging pad. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.